Event description:
This lead was explanted and replaced because it was too short and had dislodged. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several explant damages i.e. Cuttings in the insulation and deformations of the outer coil. Blood penetrated the lead. During further analysis, no deviations were noted which might be related to the clinical observation. In summary, there was no sign of a material or manufacturing problem.